Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 alarm (resume error, critical error found) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell eight of eight. The patient was connected at the time of the alarm. The device has not filled the last fill and the patient has filled manually. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.